Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices: 419688 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The left ventricular lead also had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.